Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had knee placed post spacer and has continued draining. Surgeon chooses I&d with component exchange of any modular or removable component and placement of antibiotic beads. Procedure performed uneventfully and no patient harm occurred. It was also reported that the femoral component was loose at the bone to implant interface. Femoral component was yet to ingrow due to short duration in situ. Surgical delay was unknown. Doi: (B)(6) 2023. Dor: (B)(6) 2023. Affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the lot number:d22101326 does not reflect a valid finished goods lot number. Therefore, a manufacturing records evaluation (mre) was not performed as no valid finished goods lot number was provided for this device

Event description:
Additional information received indicates that there were no instruments broken and an insert was revised. Tibial side implants were left in place as it was well fixed and cemented in place.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2, a3, b5, d4 (expiration date) and d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.